Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that 12.1mm vicm5_12.1 implantable collamer lens of -7.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault and the problem was resolved.